Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Symptoms of tss [toxic shock syndrome], fever [pyrexia], chills [chills] , throwing up [vomiting] . (Upon removal) tampon had black on it - vaginal [vaginal discharge]. 2 tampons in the one applicator [device physical property issue]. Case narrative: consumer discovered after inserting the tampon that there were two in one applicator. No serious injury was reported.